Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead had an insulation abrasion causing a low out of range pacing impedance measurement of less than 200 ohms. No capture and oversensing of noise were also observed. Surgical intervention was performed and the ra lead was abandoned and replaced. The patient reported feeling palpitations but there were no additional adverse patient effects were reported.